Event description:
On (B)(6) 2010, patient reported he went to deliver a bolus today and noticed that the infusion device screen was blank. Patient stated he inserted a new battery in the infusion device, but the infusion device screen remained blank. Patient did not remember the last time the battery cover was charged. He stated he typically changes the battery cover about every tenth battery change. Educated him on how often to change the battery cap. Had patient change the battery cover, but the issue persisted. Had patient place the same battery in the backup infusion device and the device began its startup. Assisted patient with setting up the backup infusion device. Patient wanted to complete the process of reconnecting to the infusion device after the call. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.